Event description:
Customer reported that on (B)(6) 2012 she received a reading of 75 mg/dl on her adc blood glucose meter, which was higher than she felt. Customer further reported subsequently feeling "shaky". Customer denied self-treating. Paramedics were called and customer reported she received "sugar through the IV". It was further reported the paramedics were unable to get a reading because the customer's "sugar was too low". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction and follow up report. The reported reading initially reported should reflect 76 mg/dl. The reported meter and strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one reported by the customer was found in meter memory.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted.